Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the device had an air leak. Therefore, the reported condition was confirmed. An assessment was performed and it was observed that the device had a hole two inches from the bell housing, and a cut in the hose close to the muffler. It was further observed that the device was running at 60,005 rotations per minute (rpm) which is below the operational specification (75,000 rpm). During repair it was observed that the vanes were worn out causing the device to have low rpm. It was determined that the hole and cut in the hose was due to mishandling of the device by allowing the hose to come in contact with a sharp object which punctured the hose, or exerting extreme force on the hose during cleaning or use. The assignable root cause of this condition was determined to be component damage caused by user error. The assignable root cause of the worn vanes was determined to be due to component damage (low power) caused from normal use and servicing over time. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that during extreme lateral interbody fusion (xlif) surgical procedure, it was observed that the motor device had an air leak. It was reported that the device blew out nitrogen. It was reported that there was no delay in the procedure due to the event as an unspecified spare device was available for use. It was reported that the procedure was successfully completed. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.